Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified vessel below the knee. A 1.2mmx15mmx141cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation. However, upon inflation, the balloon immediately ruptured. The device was completely removed from the patient and the procedure was completed with a 1.5x20mm coyote es balloon catheter. No patient complications were reported and the patient's status was good.